Event description:
It was reported that with the device there was a large difference in tidal volume. There was no patient involvement, and no patient harmed reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.one device was returned for evaluation. Visual and functional testing were performed. It was confirmed that there was a difference between the actual measured tidal volume and the indicated value of the tidal volume dial. The root cause of the issue was determined as the misalignment of the tidal volume dial. The root cause of the outbreak is unknown. The position of the tidal volume dial adjusted. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.